Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released the complaint that the autopulse nxt platform could not initiate compressions and that both the stop button and band guard lock indicator were flashing when the autopulse nxt li-ion battery (sn (B)(6) was installed was not confirmed during functional testing or during an archive data review of the battery. No device malfunction was observed during testing, and the battery functioned as intended. Upon visual inspection, no physical damage was observed. The battery's status leds showed four green leds. No major errors or anomalies were noted in the battery archive. The nxt battery passed charging on a known-good nxt charger. The nxt battery was tested with the autopulse nxt platform, and it successfully powered the platform and performed compressions for 30 minutes. The battery is fully functional.

Event description:
The customer reported that during a patient call involving a 68-year-old male, the zoll loaner autopulse nxt platform (sn (B)(6) delivered compressions without issue. After the initial autopulse nxt battery (sn (B)(6) became depleted, it was replaced with the nxt battery (sn (B)(6). Upon replacement, the nxt platform powered on; however, compressions did not initiate, and both the stop button and band guard lock indicator were flashing. The battery was removed and reinstalled, but the issue persisted. The crew then reinserted the original nxt battery (sn (B)(6), which indicated one bar of charge, and the nxt platform resumed normal compression function. No consequences or impact to the patient. After the call, the crew was unable to duplicate the issue.